Manufacturer narrative:
H3. Device evaluation: lens returned n a microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -12.5 into the patient's left eye (os), the lens tore/broke. Reportedly, no patient injury occurred. The reporter states that the lens deviated from the center post-operation. The first implanted lens was damaged but the doctor didn't find it. During the operation, the doctor found the lens deviated from the center due to the damage of the lens. The patient's condition allowed for a shorter lens and on (B)(6) 2020 the lens was exchanged with a shorter lens and the problem was resolved.